Event description:
It was reported that the patient experienced heart failure like symptoms though it was unlikely related to any lead issues. It was noted that interrogation showed inappropriate auto mode switching (ams) episodes due to right atrial (ra) lead noise. Other parameters were normal. The ra lead was capped (B)(6) 2024 and replaced. The patient was stable.